Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was returned to for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was already detached: when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The pouch was fully opened on a clear and flat surface all the way from the arrow side to the end. There was no obstacle to open the pouch. The device was not used and another angio-seal device was used to achieve hemostasis. The physician had completed the training process on the device prior to this case. The puncture site was the right common femoral artery. The size of the sheath ancillary used was 7 fr. It was reported that there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 8fr angio-seal sts plus carrier assembly and one bypass tube were returned for evaluation. The plastic header bag, and the aluminium pouch were also returned. The carrier tube assembly and bypass tube were subjected to visual inspection. The bypass tube was detached from the carrier assembly in the packaging. No gross anomalies were present in the carrier tube assembly and bypass tube. The length of the bypass tube was measured to be 0.6585 inches. The inner diameter of the bypass tube was measured to be 0.110 inches. The length of the anchor was measured to be 0.4045 inches. All measurements were within the manufacturing dimensions specified on the drawings active at the time of manufacturing the product. Angio-seal sts IFU (angio-seal sts plus IFU, tpr-art100041661 rev d) was reviewed and the following instructions state: "under strict conditions and using sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device." The poly-foil pouch was returned for evaluation and appeared to have been opened as per instructions in the IFU. The exact cause of this event cannot be determined. There were no anomalies noted in visual or dimensional inspection.all measurements were within the manufacturing dimensions specified on the drawings active at the time of manufacturing the product. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.